Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There are saline solution stains on the device¿s surface and in the suction tube. Also the top section of the metal tip is missing on the distal end of the electrode. This complaint can be confirmed. The reported complaint says ¿the vapr engaged meaning he may have been stepping on the yellow ablate pedal as he was entering and didn't wait to be inside the joint space.¿ the IFU states: ¿ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate). The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly.¿ one possible root cause is that the electrode being activated while not surrounded by solution caused the defect. A batch review was not conducted as the batch number is unknown. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during acromioplasty surgical procedure, it was observed that a small piece of the screen on the tip of the electrode on the vapr s90 4.0 mm w/integr hdp broke away. It was reported that the surgeon was not using canula, but entered percutaneously. It was reported that it was possible that coming in through the soft tissue percutaneously that the screen may have broke then especially if the device was engaged before it entered the joint space, which according to the surgeon was possible. It was reported that the surgery was completed with same like product. It was unknown if the procedure was prolonged. The reporter clarified that when the device was engaged, he might have been stepping on the yellow ablate pedal as he was entering and didn't wait to be inside the joint space. It was not confirmed that there was a piece inside the patient and there was no indication that a piece remained inside the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.